Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. The adverse event occurred on (B)(6) 2023 post af (atrial fibrillation) procedure. After the procedure, the patient was unresponsive. A pericardial effusion was diagnosed and a pericardiocentesis was performed. The patient then received ECMO (extra corporeal membrane oxygenation) and was placed in the ICU (intensive care unit). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.